Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the hospital will not release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during step four the top band split open and broke at the locking mechanism. The band broke prior to insertion of any screws, the location of the construct was at the patient's manubrium, and the procedure was delayed "a couple minutes" while the surgeon removed and replaced the construct. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. Visual inspection was limited, and functional testing could not be performed as a result of the product not being returned. The distributor did provide a photograph which indicates that there is a transverse fracture line in the band at the locking mechanism; therefore the complaint is considered confirmed. The distributor did not know the patient demographics, such as the patient's bmi, but was able to provide the patient weight of (B)(6). It is possible that the confirmed complaint may have been related to patient condition or that the band experienced excessive force. However, no product was returned therefore the most likely underlying cause cannot be determined. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer. (B)(4).